Manufacturer narrative:
No blank display noted during testing. Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo. Unable to test for delivery anomaly-possible under delivery due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found moisture electronic assembly, force sensor and motor. The pump had flashing medtronic logo due to moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. The pump was received without the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a small dent on the retainer ring. On the primary svn 000320835751, unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 11-sep-2025 in the pump history file due to display anomaly-flashing mdt logo. On the primary svn 000320835751, unable to perform the history review 1 week prior to the 11-sep-2025 due to display anomaly-flashing mdt logo. On a related svn 000320645565, unable to perform the history review 1 week prior to the 21-aug-2025 due to display anomaly-flashing mdt logo. Unable to perform the functional test due to display anomaly-flashing mdt logo. Unable to confirm alleged high bgs (hyperglycemia). Display anomaly-blank display not confirmed. Display anomaly-flashing mdt logo confirmed during analysis due to moisture damage on the electronic assembly. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo). Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). Delivery anomaly-possible under delivery unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer visited the emergency room to treat hyperglycemia with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer has not been using the insulin pump system within 48 hours of reported high bg event. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No further patient complications were reported. Mmt-1886 was requested, and the customer response was the device will be returned.